Event description:
Patient contacted depuy/broadspire as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. Upon incising into the capsure, turbid cream colored fluid excused from the capsule.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Update: (B)(6) 2012: litigation documents were received. Litigation alleges that the patient suffered significant pain, soreness, weakness, discomfort, catching, locking, and shifting type sensation of left hip, difficulty sleeping, walking, and performing routine activities, elevated metal ions levels, measured (B)(4); revision surgery revealing evidence of metallosis and lack of full asr cup bony in-growth, chronic itching, foot coldness and numbness, tinnitus/ringing in the ears and headaches. There is no new information that would change the outcome of the investigation.